Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site, and it was radiating out. The patient was experiencing chocking pain down their legs. It was also reported that the patient was having connection issues. The manufacture representatives placed a magnet over the battery to connect to their cp several times and it would not connect, until eventually connected after 15 minutes, but the physician opted to just replace the ipg. Surgical intervention took place where the ipg was explanted and replaced to address the issue, effective stimulation was restored.